Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer did not emit any type of burning smell or odor. The display was functional. The programmer showed no external signs of abuse or drop damage and labels and keypad buttons appeared fine. A complete internal inspection was performed and found out that parts of the internal circuitry was missing and damaged but no other board issues were found requiring any other repairs or updates. The printed circuit board (pcb) was scrapped. Laboratory analysis was unable to confirm reported allegation as the programmer passed all tests.

Event description:
Boston scientific received information that this programmer displayed black screen and had burnt smell. The programmer will be returned. No adverse patient effects were reported.